Manufacturer narrative:
The original reported event, lever fell off, was duplicated. Through inspection, the technician found that the press fit on the blade mount mechanism came completely undone causing the load/release lever to fall off the handpiece. A press fit from barrel relieves failure can cause the blade mount load/release lever to fall completely off, which results with blade fit issues.

Event description:
It was reported that the blade mount locking collar broke off of the system 7 sagittal saw during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the blade mount locking collar broke off of the system 7 sagittal saw during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.